Event description:
It was reported that the electrode was explanted along with the device that delivered inappropriate shock due to over sensing. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.